Event description:
Customer states that the cuff of the device would not hold air and holes were discovered in the cuff. The customer confirmed that decannulation and recannulation of a replacement tube was performed.

Manufacturer narrative:
Inconclusive - investigation in progress.